Manufacturer narrative:
Product complaint # (B)(4). Updated sections on this med watch: b4, d9, g3, g6, h2, h3, h6 and h11. Complaint conclusion: it was reported that during an endovascular embolization, an enterprise2 4mmx16mm intracranial stent (encr401612, 8846293) became impeded at 1/3 of a prowler select plus 150/5cm microcatheter (606s255x, 31309382) and could not advance any more. The physician tried to retract the stent, but the stent body was found to be separated prematurely from delivery wire. The physician removed the stent and microcatheter (mc) from the patient and replaced them with a new stent and used the same microcatheter to complete the procedure. The surgery was prolonged about 10 minutes. Additional event information received indicated that they were not able to torque the device. There was no evidence of physical material within the device. The mc did not kink or bend. The unspecified mico-wire was successfully used with the concomitant device prior to the encountered resistance. The 10 minutes surgery prolongation was not clinically significant. There was no patient injury reported. A non-sterile enterprise2 4mmx16mm intracranial stent was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed and the stent component was detached from the delivery system as stated in the event description. The introducer was not returned for evaluation. No appearance of damages was observed. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks); also, it was noted fully expanded, both ends can be noted as completely flared. The delivery wire was also inspected, and the positioning coil was found damaged. A device history record (DHR) was performed, and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. The issues reported regarding the stent becoming impeded in the microcatheter and prematurely separated were confirmed based on the detached condition of the stent, and the damaged condition of the delivery wire. With the limited information available and the evidence obtained from the device inspection, there is no clear insight into the root cause and/or exact contributing factors that may have resulted in the observed failure mode. The detached condition of the stent and damaged condition of the delivery wire suggest that it was inadvertently moved during the attempts to advance or retract the stent from the introducer. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the device. As part of cerenovus quality process all devices are manufactured, inspected, and released to approved specifications. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no CAPA activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following caution and recommendations: ¿ if resistance is met during manipulation, determine the cause of resistance before proceeding. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported that during an endovascular embolization, an enterprise2 4mmx16mm intracranial stent (encr401612, 8846293) became impeded at 1/3 of a prowler select plus 150/5cm microcatheter (606s255x, 31309382) and could not advance any more. The physician tried to retract the stent, but the stent body was found to be separated prematurely from delivery wire. The physician removed the stent and microcatheter (mc) from the patient and replaced them with a new stent and used the same microcatheter to complete the procedure. The surgery was prolonged about 10 minutes. Additional event information received indicated that they were not able to torque the device. There was no evidence of physical material within the device. The mc did not kink or bend. The unspecified mico-wire was successfully used with the concomitant device prior to the encountered resistance. The 10 minutes surgery prolongation was not clinically significant. There was no patient injury reported.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.